Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned as high out of range pacing impedance was identified. An x-ray image showed the lead was fractured due to subclavian crush, specifically at the clavicle and first rib. A new lead was successfully implanted. No additional adverse patient effects were reported.